Manufacturer narrative:
Correction: h6 removed 2317 - device contamination with body fluid.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, it was noted that the right atrial lead had dislodged despite multiple repositioning attempts. It was also noted that the lead helix failed to extend and retract. It was suspected that the helix was damaged due to overextension or had blood clogged in the helix. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of a clot in the lead and helix extension/retraction difficulty were confirmed. The reported event of lead dislodgement was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.